Event description:
Patient experienced wound closure issues post achilles tendon repair with orthadapt augmentation. The graft was explanted approximately 3 months post-implant.

Manufacturer narrative:
The likely cause of the event is due to wound closure issues caused by the mechanical limitations of the patient's physiology and surgical technique (physician could not achieve sufficient skin closure at the incision site). The product was not returned and the lot number is unknown.